Event description:
The device was returned for repair by the customer for the issue of liquid leaks at the distal end rubber coating and the air/water button observed during preparation for use. There is no harm to any patient. During evaluation of the returned device, it was observed that foreign material is coming out of the cylinder. The foreign material was not identified, nor is it known when the material was introduced. This medwatch is being submitted for the reportable issue of the foreign material coming from the s-cylinder observed during device evaluation.

Manufacturer narrative:
Event date is dec 22, 2021. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that foreign material is coming out of the cylinder. The foreign material was not identified. Additionally findings were: angulation in the up direction is out of standards due to wearing of angle-wire; liquid leaks due to perforation of distal end rubber coating (ar); screen partly dark due to scratch of charge couple device (ccd) lens; light guide (lg) lens is broken; adhesive part of ar is broken; lg connector is deformed; crease at the switch (sw) 2; sw 1 is cut; distal end cover scratched; and water supply connector was corroded. The user¿s complaint of leaks is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer confirmed an air water channel cleaning adapter is being used for pre-cleaning. Pre-cleaning is performed immediately after a procedure. Detergent is used during pre-cleaning. The endoscope channels are brushed during manual cleaning with single use brush. Details of the brush are not known. Details of automatic endoscopy reprocessor (aer) used to reprocess the endoscope are not known. Detergent and disinfectant used during manual cleaning and with the aer are not known. The scope is stored after reprocessing; no details provided. It is not known if there are any issues with the aer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on information received from the customer and the legal manufacturer's final investigation. B5 - updated to include customer response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material coming out of the cylinder was likely from either the facility did not follow the reprocessing methods per the instructions for use and/or the facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: " 1.4 precautions. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ the following information is stated in the instructions for use regarding pre-cleaning the device immediately after each procedure: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.